Manufacturer narrative:
Detailed information regarding the return status was not provided to bsc. A good-faith effort was made to obtain the necessary information, however, no information has been received to date regarding when the device will be returned.

Event description:
It was reported that balloon perforated occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 150mm x 150cm sterling sl was advanced for dilatation. During the procedure, a pressure drop was observed during the initial inflation, which was maintained for approximately 30 seconds. The balloon head was subsequently found to be perforated. The procedure was completed using with another of the same device. The patient was stable post procedure and there were no complications reported as a result of this event.

Event description:
It was reported that balloon perforated occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 150mm x 150cm sterling sl was advanced for dilatation. During the procedure, a pressure drop was observed during the initial inflation, which was maintained for approximately 30 seconds. The balloon head was subsequently found to be perforated. The procedure was completed using with another of the same device. The patient was stable post procedure and there were no complications reported as a result of this event.

Manufacturer narrative:
Device analysis: the returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined, with no issues observed. Functional testing was performed and completed without any abnormalities. Examination of the remainder of the device revealed no damage or irregularities. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Conclusion: based on a thorough review of the reported complaint, the most probable cause was determined to be no problem detected, as no issues were identified during analysis.